Manufacturer narrative:
(B)(4). Insulin pump received with intermittent button response due to flattened dome switch on esc, act and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test and self test. Pump received with broken belt clip slot, cracked battery tube thread and cracked reservoir tube lip noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had frequently no or intermittent response by button press. The insulin pump not dropped or exposed to moisture. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.